Event description:
It was reported that the device was used during a hand assisted laparoscopic bowel procedure, the device would come apart at the top of the disc. Case completed with another device of the same product code. No patient consequences.